Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/22/2020, during the visual evaluation, no apparent damage or visual anomalies were observed on the shell, however, the tubing was received incomplete. Leak testing was performed in accordance with mentor procedures, by filling the implant with air and immersing in water. Since the connector and injection reservoir were not returned, the open end of the tubing was manually closed to perform the test. During the testing, no leak sites were detected on the shell or tubing. The tube was examined, and it was noted that the plug was still connected to the tube inside the implant and not sited on the valve, therefore the valve and implant were still open. Microscopic examination was performed to the end of the fill tube and no instrument damage was observed. The tubing was removed from the valve and it was confirmed the product worked as expected. The tubing broke off correctly and the valve plug was properly seated on the valve. As the injection dome and connector were not returned for analysis the complete system could not be evaluated. Please note that when removing the injection dome and fill tube, the tube needs to be grasped beyond the connector and the tube needs to be removed before taking the injection dome out. Do not pull on the connector while removing the tube as it may disconnect, and subsequent deflation could occur. Use slow and steady traction to remove the fill tube and thus prevent damage to the prosthesis or its self-sealing valve. Continue to pull firmly on the fill tube until the entire length of the tube is withdrawn, which will be evidenced by a notch in the end of the tube. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Note that, according to the product insert data sheet, the breast augmentation is recommended for at least 22 years old patients. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation and off-label use. (B)(4). Note: the healthcare professional reported that the implant failure was due to the implant tubing pulling from the connector which was lodged in the soft tissue between the implant pocket and port pocket. Follow up is in progress, once new information is available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast surgery with mentor smooth round spectrum 275cc and suffered from a deflation on the right breast implant. As a result, the patient had undergone removal on (B)(6) 2020. Since patient¿s age was (B)(6) years-old, per mentor IFU, this device was used off-label.